Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the plunger got stuck and did not screw in without getting stuck. Additional information has been requested and received stating, that there was no patient contact and no patient harm. Surgery was completed using another company handpiece of the same model. Plunger got stuck and did not screw in without getting stuck before cartridge was inserted.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h6., and h.11. One opened company injector was returned for evaluation for the report of the plunger got stuck and did not advance. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual, functional and dimensional testing associated with the reported event, therefore an injector plunger got stuck and would not advance as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information has been provided in d.4. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. Correction information has been provided in FDA component code. A sample was not received at the manufacturing site for evaluation for the report of a stuck plunger that did not thread without seizing; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).